Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the black rubber stopper in the bd plastipak¿ hypodermic luer-lok¿ syringe was "crooked" and caused "sufentanil and cefazoline" to leak during use.

Manufacturer narrative:
Investigation: one photo sample was provided to our quality engineer team for review. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no no-conformances related to the reported issue during product of batch 1810004. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly.

Event description:
It was reported that the black rubber stopper in the bd plastipak hypodermic luer-lok syringe was "crooked" and caused "sufentanil and cefazoline" to leak during use.